Event description:
It was reported that the home patient (hp) noticed air bubbles in the patient line during the initial drain. Then the hp noticed air bubbles going from the transfer set back to the homechoice (hc). The hp ended the therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An issue indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.